Event description:
It was reported that (1) device was used during an unknown procedure when the harmonic scalpel handpiece gave a steady tone. Another device was used to complete the case. There was no consequence to the pt.